Event description:
It was reported that the tubing would not fill and insulin was leaking from the cartridge side of the connector; replacing the cartridge did not resolve the issue, but replacing the connector and refilling the tubing restored delivery and drops were observed. Symptoms included no reported change in blood glucose. Outcomes included resumption of insulin delivery without clinical impact. Investigation included troubleshooting with a connector replacement and verification of successful tubing fill. Investigation of this case revealed a leaking connector associated with the cartridge interface that prevented proper tubing fill until the connector was replaced. It was concluded, based on previously established findings for similar reports, that the cause was a faulty connector component.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.